Manufacturer narrative:
Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The root cause of this event was determined to be due to patient related factors. The stenosis in this case was impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx pericardial mitral valve was placed under evaluation for valve-in-valve intervention after an implant duration of seven (7) years due to mitral stenosis.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, b7, h6 (health effect - clinical code)

Event description:
It was reported that a patient with a 27mm 7300tfx pericardial mitral valve was placed under evaluation for valve-in-valve intervention after an implant duration of seven (7) years due to severe mitral stenosis and mild regurgitation. The patient presented with symptoms of heart failure - shortness of breath and fatigue.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b3, b5, g3, h6 (health effect - impact code).

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve underwent a valve-in-valve intervention after an implant duration of eight (8) years, three (3) due to severe mitral stenosis and mild regurgitation. The patient presented with symptoms of heart failure - shortness of breath and fatigue. The procedure was performed with a 29mm 9755rsl transcatheter valve successfully without complication. The patient was in stable condition post procedure.